Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had missing segments on the display. The customer indicated that there was no patient involved in this event.